Event description:
Additional information received indicated that the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated. The physician assumes the device may be at end of life (eol) and does not allege premature battery depletion. A follow-up appointment has been scheduled but no further action has been taken. The patient was stable and will continue to be monitored.